Manufacturer narrative:
Section d6b the device explant date was added as per additional information received .

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary graft site for the 68 year old male patient for an indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the placement of the 5.5 the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. Any other underlying medical history was not shared. The patient was transferred on the support from community to tertiary center and found to have the access site oozing and developing a hematoma. The patient was taken to the operating suite for a washout and wound vac placement. The pump remains on for support despite the bleed. Bleeding is a known risk associated with impella support as described in the instructions for use. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Hematoma/major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.